Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump buttons were hard to press. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Unit passed self test.